Event description:
It was reported that the catheter would not let fluid flow at a constant rate and that there seemed to be some type of blockage.

Manufacturer narrative:
The catheter was returned in two separate pieces, both having jagged ends as if they were torn apart. It is unk now or when this damage may have occurred. Water flowed freely and consistently through the entire catheter. There were no signs of occlusion of internal debris. A review of the mfg records showed no anomalies.